Manufacturer narrative:
He returned device was evaluated and during initial inspection the top housing and the bottom housing had cracks. Corrosion was observed on the pcb through the bottom housing. Once the pod was open, all three batteries, mechanism rails, and the catch beam were observed to have corrosion on them. Corrosion was observed on the multiple components of the pcb. Due to the corrosion on internal parts of the device, a leak test was completed. A tear on the unexposed portion of the soft cannula was found, measuring 0.096 inches from the nailhead. Due to the tear, fluid was unable to flow through the complete fluid path. The batteries were measured to be below specification. Multiple attempts were made to download data, all were unsuccessful. Due to the data loss, the investigation could not determine if the pod generated an alarm. The investigation could not determine if the leak from the tear on the soft cannula and the corrosion caused the reported alarm.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. The patient reports they had received a pod communication error while wearing the pod.